Event description:
Pt states recently had synvisc one (B)(6) 2019 and is not having any relief from injection. States previously had gel one and went 2 years without needing another injection or having much pain.